Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l45049), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair, while using a truespan meniscal repair system peek 12 degree, the surgeon went to deploy the first backstop, he pulled the trigger and when he pulled the needle out the meniscus, the backstop came with it, so had to abort. No bodies left in the meniscus and they could retrieve the backstop and complete the repair with another device with a surgical delay of 5 minutes. No patient consequences reported. No additional information was provided.